Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/29/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt300 (23.5 diopter), intraocular lens (iol) was explanted of a female patient's right eye (od) as the patient was myopic, had astigmatism and was intolerant (incorrect lens for the patient). There was no incision enlargement required and no suture was used. The lens was replaced with a model zxt375 (22.5 diopter) lens. There was no patient injury reported. No further information was provided.